Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump was damaged. The customer reported that they changed reservoir and blood glucose was 400mg/dl and inside the reservoir there was insulin in the compartment and looking is there supposed to be a ring on the compartment and noticed that it was missing. Customer reports the type of moisture exposure was insulin. Customer states there was fluid in the reservoir compartment. The customer declined the high blood glucose troubleshoot since she has changed the set out. Customer states the leak occurred and the location of the leak was barrel. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, peeling end cap address label, cracked select button keypad overlay, and a severely scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.